Manufacturer narrative:
No patient involved. Unique device identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a fusion system used outside of procedure. It was reported that system becomes unresponsive intermittently. No patient present.